Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted:(B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative clarified that the patient had been slouched in a chair and they then had them sit in a more upright position during the appointment. It was noted that the paddle was in a less than optimal placement.

Event description:
Information was received from a patient and manufacturer representative, regarding patient implantable neurostimulator (ins). It was reported that there was impedance issues, low impedance or short, #10 - 820, # 15 -820. Very fast battery depletion. Had patient change positions, changed reference electrode. The cause was unknown. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.